Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's daughter that the patient with this pacemaker died one week post-implant. The daughter also reported that the patient should not have received the device in the first place as she died so soon after receiving it. In addition, the patient may have coded during the implant procedure. The patient's daughter was disappointed that the pacemaker was not turned off as it was still pacing as the patient was dying and claimed it was prolonging her life. The patient's daughter was told by the cardiologist that the device cannot be turned off in the hospital and it had to be performed by a boston scientific representative. A boston scientific technical services (ts) consultant discussed product function and that it is the physician's discretion on if a device should be deactivated in a terminally ill patient. It was also mentioned that a field representative cannot turn off a pacemaker but can supply the programmer for the health care professional to perform this function. There were no reported allegations against the functionality of the device or that it caused or contributed to the patient's death. The device is not expected to be returned. Additional information was received that a field representative was present during the implant procedure. Although there was difficulties encountered with an introducer, it was indicated that no adverse patient effects were reported. An attempt to obtain any additional information on the implant procedure was made but not successful.